Manufacturer narrative:
Product analysis: the product remains implanted; therefore no product analysis can be performed.   Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation.

Event description:
Medtronic received information that immediately following the implant of this transcatheter bioprosthetic valve, mild paravalvular leak (pvl) was noted. A post-implant balloon aortic valvuloplasty (bav) was performed in an attempt to minimize the pvl. Upon removal of the deflated balloon, it pulled on the top outflow crowns of the valve and moved the valve out of position. The valve was snared into the ascending aorta where it was left implanted. A second valve was successfully implanted in the aortic position. No adverse patient effects were reported.